Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic laparoscopic low anterior resection, after loading the reload onto the handle, the device was inserted into the abdominal cavity where the jaws of the device were secured onto the rectum. The device showed solid handle, shaft and reload indicators. The green fire button was solid. The surgeon hit the green button to fire and it blinked green. However, when the surgeon hit the blue fire button, absolutely nothing happened. After trying twice to hit the button, they hit the silver button and remove the reload. New reload was loaded and the case was finished flawlessly with several more perfect firings. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.